Event description:
It was reported that during implant attempt, lead would not track the vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). : the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in/on all conductors blood/body fluid (not obstructed). Electrical testing to determine continuity of the conductor(s) passed.